Event description:
The user facility reported a 50-year-old male noted for electrophysiology ablation procedure was implanted with an impella cp device for mechanical circulatory support. During the procedure patient had signs of hemolysis. In addition, the patient required surgical repair of the femoral artery due to extravasation. The patient was given five units of packed red blood cells. Issue was resolved successfully with surgical repair.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the hemolysis and the vascular damage has been completed. Pump was returned in damaged condition (catheter was cut off). Visual inspection found no issues on the pump. Unable to conduct hemolysis test as the pump was damaged. Data logs showed pump was started and run without issue for entire case. Based on clinical description, the root cause of vascular damage - peripheral vessel was most likely due to patient condition. The root cause of hemolysis issue was not determined since the pump was returned in damaged state and could not be investigated for hemolysis test and insufficient clinical details were provided. The instructions for use for the impella cp with smartassist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ added-h6 component code 925, d9 device return date corrections to the initial MFR report: added- d6a/d6b. F6/f8 should have been left blank.